Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.5/+4.0/094 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional information: h3-device evaluaton - lens returned in a case/vial; dry. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
The lens was explanted and exchanged on (B)(6) 2020. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The paitent is happy. Patient code: 3191 - secondary surgical intervention, lens exchange. Claim # (B)(4).